Event description:
The facility's biomedical engineer reported an infusion pump that silently shutdown during pt use. The pump shut off after delivering 2.0cc of medication the medication is unk. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.